Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl and no cgm readings indicated a "high," signaling no adverse impact to their blood glucose levels. To resolve the issue, the customer changed both the infusion set and cartridge and resumed insulin.